Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the rca. Approximately 14 months post procedure patient suffered from myocardial infarction - vessel unknown. Event was treated with medication. Patient recovered. Investigator assessed the event as not related to index device or anti-platelet medication. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device. Cec adjudicated the event as mi (vessel unknown).